Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device was manufactured in 2018 and exhibits no signs of use or contamination. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a thr procedure, when the packaging was opened, it was found that material was contaminated on the articulating surface of the liner. The material looked like human eye lash. The liner was implanted and the device will not be returned. Delay from (0 - 30) minutes reported. No revision surgery performed. No backup device available. No injury or impact to patient reported yet.